Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the electric pen drive device functioned on just one "sense". During service and repair pre-testing, it was observed that the motor seized , jammed, and was heavy moving. It was further noted that the motor, pcb was worn and had corrosion. It was also noted that the device failed pre-test for general condition, general direction of rotation and function with test hand switch. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.